Manufacturer narrative:
Omit: c20 - no findings available.

Event description:
It was initially reported that the pcu batteries shipped to the customer were suspected to be depleted. A sample box was sent back to the manufacturer and determined that these batteries were not depleted. It was also reported that the customer has been experiencing a recurring issue with motorola wireless networker cf cards (p/n h0000140) not connecting to the network or acquiring an ip address (the so-called "0 ip issue"). Charging the batteries for fifteen to twenty minutes before upgrade to poc software 12.1.3 largely solves the issue; however some cards still do not connect. It has been determined that cards which initially do not connect will do so normally if left idle for more than 24 hours. There was no patient involvement. Additional information was received, it was then reported a "suspected battery error message and packaging." A photo provided shows a message displayed on pcu screen: "very low battery<5 min to shutdown plug in now".

Event description:
It was initially reported that the pcu batteries shipped to the customer were suspected to be depleted. A sample box was sent back to the manufacturer and determined that these batteries were not depleted. It was also reported that the customer has been experiencing a recurring issue with motorola wireless networker cf cards (p/n h0000140) not connecting to the network or acquiring an ip address (the so-called "0 ip issue"). Charging the batteries for fifteen to twenty minutes before upgrade to poc software 12.1.3 largely solves the issue; however some cards still do not connect. It has been determined that cards which initially do not connect will do so normally if left idle for more than 24 hours. There was no patient involvement. Additional information was received, it was then reported a "suspected battery error message and packaging." A photo provided shows a message displayed on pcu screen: "very low battery<5 min to shutdown plug in now".

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.